Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last  2 days, the patient would see recharging good and get the ins battery to 100%, but it wasn't "charging" them. Patient services (pss) asked, patient clarified both controller and ins would be 100% but they wouldn't be able to feel stimulation. The patient was recharging during the call, but got to finished so unplugged recharger. The patient then described the home screen showing stimulation was on and on group c. The patient said they were on group c before when they felt stim. The patient tried group a during the all and reported they were able to feel stim in their legs again. Pss reviewed patient could try group a or b if they'd like in the meantime, and to follow up with doctor/manufacturer representative (rep) to check group c.